Event description:
It was reported that the surgeon attempted to insert a 20.5 diopter cq2015 three piece collamer lens and the lens was torn while advancing in the injection system. The reporter believes the incident was caused by the cartridge. There was no patient contact.